Event description:
The following was reported to hamilton medical ag: 1. Detailed complaint and failure description: the device does not pass a self-test. 2. Health effects: no patient involvement therefore: clinical signs, symptoms, or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.